Event description:
It was reported that the patient presented to the emergency room with sepsis and was hypotensive. The health care provider wanted to stop the pump. The hcp planned to contact the managing physician. The drug in the pump was morphine. A follow-up report will be sent if additional information becomes available to us.

Event description:
Additional information: it was reported that patient was hospitalized in (B)(6) 2011 with colitis and was hospitalized again recently with (B)(4) infection. Patient was treated and released and was currently doing fine. The pump was interrogated in hospital and everything was fine. Per hcp the issue was not with her pump or the pump medications. Pt was doing well and her last visit was in (B)(6) 2012 and her appointment of (B)(6) 2012 was rescheduled to (B)(6) 2012. Morphine 10 mg/ml was infused at a daily dose of 2.0 mg/day.

Manufacturer narrative:
(B)(4)